Event description:
"The case began with two failed attempts of registration of the patient to the MRI-based 3d patient model. Such failed registration attempts are not that unusual, especially with MRI registration that is used more often in pediatric patients. Of note is that on one of the registration attempts the robot, while using the laser system to obtain the coordinates of the lateral profile of the patient's nose, seemed to get lost and the registration attempt had to be abandoned. The third registration attempt was successful. The implantation of electrodes was initiated and three electrodes were successfully implanted. Then, during placement of the fourth electrode anchor bolt when the robot was in "free and fast" movement mode, which should give the surgeon complete control of robot movement when the pedal is pressed, the robot began moving autonomously toward the patient's head, against the surgeon's forceful inputs trying to stop its movement in that direction. The surgeon came off the pedal and the robot did stop immediately, a few inches from the patient's head. The surgeon checked with the or (operating room) team to ensure that the robot was in free and fast mode, which it was. The surgeon tried pressing the pedal again to move the arm away from the patient, and again it drove against the surgeon's inputs toward the patient's head, and before the surgeon could come off the pedal, the robot arm collided with the left posterior region of the patient's head. The impact speed was low, but the robot can exert considerable force, and the patient's head visibly moved in the head holder. At this point the arm completely jammed. The surgical team tried repeatedly to reset the robot, including complete system reboots, unplugging the system as well, but each time the computer would report a collision and refuse to enter cooperative mode. The surgical team had multiple members of the zimmer support team on phone calls and tried multiple types of troubleshooting, and could not resolve the issue. All the while the robot remained pressed against the patient's head. After approximately 30 minutes of trying, the surgeon did not think it was safe to wait any longer to get the pressure off the patient's scalp. The unused fourth anchor bolt was quickly removed and the site sutured since there was no longer a way to accurately implant its electrode without measurement. The drapes were then quickly broken down and the robot wheel locks released along with its arm extension lock. This allowed the surgical team to move entire robot, including the jammed arm, away from the patient finally, and then un-dock the robot from the head holder. The robot arm force sensor had left a deep furrow in the scalp from pressure, but thankfully the skin was not broken and there was no palpable fracture. The patient's vital signs were stable throughout and a postoperative CT scan did not show a skull fracture or intracranial complication. The rosa robot representative was alerted and arrived on site the next day to trouble shoot. The representative found that the cable responsible for relaying data from the force sensor on the end of the robot arm back to the robot's control system was faulty. The cable was replaced and the robot tested and placed back into service after passing diagnostic testing. Of note: the incident resulted from the system losing proper control of the robotic arm from a single component failure, i.e. A singular cable failure. With a single component failure, with no indication of where the control system will be sending the robot arm, and no method manually moving the robot arm without terminating the case, we are uncertain how the incident could have been anticipated and therefore avoided".